Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low impedance measurements. The lead also exhibited an insulation anomaly. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition before and during the procedure. No further information was reported.